Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and gave siemens permission to connect remotely to the dimension exl with lm instrument. Siemens confirmed that quality controls (qc) recovered within acceptable ranges on the day of the event. The customer noted the source lamp was replaced during the preventive maintenance (pm) on 08-sep-2020. The customer was instructed by siemens to perform a precision test, and the results were low. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse replaced the photometer cables and noted that no photometer readings were available. The cse replaced the photometer control pc board, the probe tips, and verified the alignments. The cse performed an ultrasonic mixing test, and was acceptable. The cse replaced the photometer cables and photodiode and verified the alignments. A system check was performed, and noted no issue. The operator performed a qc and a precision test, and the results were acceptable. The instrument is operational, and the issue is resolved. No further evaluation of this device is required.

Event description:
The customer obtained a discordant falsely depressed tacrolimus (tac) result on a dimension exl with lm instrument. The result was reported, and questioned by the physician(s). The customer used the same patient sample, and instrument to perform repeat testing. The repeat result was higher, and the customer issued a corrected report. There are no reports of patient intervention, or adverse health consequences due to the falsely depressed tac result.